Event description:
It was reported that the patient had a loss of therapeutic effect and experienced a shock. The patient had seen an improvement during the day, but had a ''bad'' night. The amplitude was increased for the first time and the patient experienced a shock. The patient was afraid to adjust the settings after that. It was suggested to slowly increase the amplitude. Additional information was requested. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model 388928, lot #: v877361, implanted: (B)(4) 2012, explanted: na. Programmer 3037, serial (B)(4).